Event description:
It was reported that following an a-fib procedure, the lasso catheter used displayed a nick in the shaft close to the loop portion after it was withdrawn through the sheath at the conclusion of the case. There was no patient injury reported. The nick was not notable via the fluoroscopy. The physician managed to remove the catheter without causing any tissue tear. The users were unsure if the nick was present prior to insertion of the catheter or not. They did not directly look/check. There was no force or difficulty noted while using this catheter during the procedure. Also noted was char on the bottom left side of the catheter near the loop. The char size was approximately 2mm x2mm. The delivered power was 25-30 watts. Approximate duration of the ablations varied between 60-360 seconds each. The physician did not notice an abnormal catheter's irrigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that this lasso catheter have a nick on the shaft close to the lasso loop. The returned complaint catheter was visually examined comparing this to the workmanship criteria established; no damages were found during this examination. Coagulum was found on some of the ring electrodes, electrical test was performed to the catheter; the electrical leakage and resistance passed specification. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.